Event description:
It was reported that the procedure was to treat a concentric and restenosed shunt. An armada 35 balloon catheter ruptured on the third inflation at 17-18 atmospheres. A 6.0 mm armada balloon catheter was used for further dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was confirmed. Based on a visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents for balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.